Manufacturer narrative:
No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 15849815 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The adverse event ¿in-stent arterial restenosis¿ could not be confirmed due to the nature of the event and the relationship to this device. The exact cause could not be determined. Thrombosis, stenosis, and/or restenosis are commonly indicated events. Patients that require stents and filters typically exhibit signs of thrombosis and restenosis prior to receiving these devices. Reports of these conditions after the device has been successfully deployed have not been linked to known manufacturing processes or criteria of the stent. According to the instructions for use, which is not intended as a mitigation, the following events are amongst those listed as potential adverse effected secondary to intravascular stent implantation: arterial occlusion / thrombus, remote from puncture site, arterial occlusion / restenosis of the treated vessel, embolization, arterial, ischemia / infarction of tissue/organ, venous occlusion / thrombosis, remote from puncture site. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the smart pms for sfa study, approximately five years post implantation of the smart (120 150, sfa - 7x120mm) self¿expanding stent (ses) on the middle portion of the right femoral artery, the patient developed stent re-stenosis and a target lesion revascularization and endovascular repair were performed. The event is considered not related to the index procedure or the device. Additional information received indicates that the vessel level angulation and tortuosity is none. The total length of the stented segment is 100mm. Only one stent was initially placed. There was not overlapped stents. The restenosis was not within 5mm of the implanted smart stent.